Event description:
It was reported the programmer overheated and had a bad fan. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The power supply was found to be out of electrical specification. It was very loud and caused the programmer to overheat. (B)(4).